Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure in the gastric artery using ruby coils. During the procedure, the physician successfully placed a ruby coil using a non-penumbra microcatheter. The physician then felt resistance while advancing a ruby coil within a non-penumbra microcatheter and, therefore, the ruby coil was removed. The procedure ended at this point because the existing packing density was sufficient. There was no report of an adverse effect to the patient.